Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was unable to link the ipg to charger. It was noted that physician's assessment was it was implanted too deep. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to the initial MDR in field.

Event description:
A report was received that the patient was unable to link the ipg to charger. It was noted that physician's assessment was it was implanted too deep. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively.